Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer is calling to report that his glucose is in the 400's mg/dl range. He noticed insulin leaking from the bottom on the cartridge. No adverse event alleged. A request was made for the return of the device.